Event description:
The hospital reported that during a coronary artery bypass procedure, when the cap was taken off the cutter, the tip was bent on the aortic cutter. A new kit was not opened; a regular punch was used to complete the procedure. There was no pt contact. The product is returning.

Manufacturer narrative:
Investigation: the cutter was rec'd with the safety lock release and the cutter actuated. When the green cap was removed, it was observed that the needle was bent (about 45 degrees). There was slight evidence of blood. Based upon the rec'd condition of the device, the reported complaint "cutter bent" was confirmed. Internal file number - (B)(4).